Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving clonidine 433 mcg/ml for a total dose of 195 mcg/day, hydromorphone 2 mg/ml for a total dose of 0.9mg/day, bupivacaine 6.7 mg/ml for a total dose of 3.015 mg/day, and ketamine 125.2 mg/ml for a total dose of 56 mg/day via an implantable pump. It was reported the patient saw error code 8476 on their personal therapy manager (ptm) indicating a motor stall. The patient was also experiencing withdrawal type symptoms including vomiting. There was no known reason for the stall. It was noted the patient did not recently have a magnetic resonance imaging (MRI). It was indicated the rep will work with the physician to try and get the pump replaced as soon as possible. It was reviewed consideration for minimum rate mode in case pump were to restart as well as to be aware of known potential withdrawal symptoms of clonidine of rebound hypertension. Additional information received from a rep indicated the pump was replaced on 2020-may-29 along with revising the proximal end of the existing catheter. It was requested to have the doctor return the pump for analysis. The rep requested confirmation of revised catheter calculations and programming assistance. Information was provided. It was noted the doctor decreased the intrathecal (it) dosing to 10% so those calculations were also confirmed. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
H3: analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number two medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from a rep reported they have the explanted pump and will be returning it for analysis. No further com plications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-jun-2020 from a healthcare professional (hcp) via a company representative who reported that the patient¿s symptoms were resolved with the pump replacement. No further complications were reported/anticipated.